Event description:
Permanent pacemaker placement for wenckebach heart block. Approximately six weeks after this time pt was using a shotgun while hunting. Also pt was kicked abruptly in the chest by a cow. It was noted on EKG that pt had intermittent ventricular failure to capture of pacemaker. It was felt that there was microventricular lead dislodgement and there was hope that the lead could be repositioned. The pt was taken to surgery. It was noted that the lead had a defect in the insulation that had allowed blood to ooze into it. The ventricular lead was removed and a new one was placed.